Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was tightly folded with blood in the folds on the outside of the balloon. There was blood in the guidewire lumen. There were numerous hypotube kinks throughout the device with a complete hypotube separation 68.5cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 26apr2019. It was reported that shaft kink occurred. The target lesion was located in a coronary artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, the shaft was kinked during procedure. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed a complete hypotube separation.